Manufacturer narrative:
The complaint for "stenosis" was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, "a patient underwent a transfemoral tavr procedure with a 20mm sapien 3 ultra valve in aortic position. Approximately 2 years and 3 months post tavr, the patient is now being evaluated for a valve in valve procedure due to a tte showing a mean gradient of 41mmhg." Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had hyperlipidemia and chronic kidney disease. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. Chronic kidney disease is a known factor that may increase the risk of valve calcification leading to thickened leaflets. Additionally, per imagery review, the valve is under expanded. The under expanded condition of the valve could reduce the effective orifice area of the valve, resulting in stenosis. As such, available information suggests that patient factors (hyperlipidemia, chronic kidney disease) and/or procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 20mm sapien 3 ultra valve in aortic position. Approximately 2 years and 3 months post tavr, the patient is now being evaluated for a valve in valve procedure due to a tte showing a mean gradient of 41mmhg. Intervention has not yet occurred. As per medical records review, it was confirmed that approximately 2 years and 3-months post implantation of the 20mm s3u valve in the aortic position, the bioprosthetic aortic valve has developed severe stenosis, as is indicated with an ava of 0.9cm2, vmax of 4.21m/s and a mean gradient of 41mmhg. The patient is being worked up for a possible viv intervention.